Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. Field service engineer (fse) confirmed the port is mounted on a floating bracket and some play is normal.

Event description:
The customer reported patient outlet is loose. The device was not in clinical use at the time the issue was discovered therefore, there was no patient or user harm reported.